Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 174 mg/dl and 52 mg/dl on the accu-chek mobile system. At the time the results were obtained, pt was reportedly exhibiting symptoms of hypoglycemia. Reporter noted that pt self-treated by eating glucose. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for eval.